Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/10/2020, photo evaluation was completed. Photo evaluation summary: upon visual inspection of the picture, no apparent damage in the device could be observed. Additionally, scar tissue was noted next to the implant . The photo does not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: health issues after surgery including thyroid issues, autoimmune (hashimoto's), joint issues, inflammation, pain, and back pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast augmentation with a 375cc mentor memorygel breast implant on the left side and with 350cc mentor memorygel breast implant on the right side on (B)(6) 2011 and experienced health issues after surgery including thyroid issues, autoimmune (hashimoto's), joint issues, inflammation, pain, and back pain. The left side breast implant was discovered ruptured during removal surgery on (B)(6) 2019. This report is for the patient¿s right-sided device.